Event description:
Customer reports to have received the scroll wrap recall notice and states that in the past he over delivered but was not sure if it was due to pressing the down arrow button. Customer requested to have insulin pump replaced. Customer was provided assistance with the scroll wrap recall replacement process. No further information provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, broken battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.